Event description:
According to the reporter, prior to the procedure, the needles of the device popped off when they were opened. 3 devices all from the same lot all had the same issue. None of the products were used the patient. Devices are expected to be returned for evaluation.